Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s: "nurse used powerpicc solo with sherlock kit 1194108d, he had issues with the introducer in the last 4 kits he used. He reports with the last 4 kits he has used, "I slide the introducer over the guidewire and when I try to advance the introducer into the vessel he is unable to advance" there is a little ridge along the actual plastic piece (the cone shaped piece) that he says is bigger. He is opening up a microez kit 0738945 along with every powerpicc kit 1194108d and says it works with no problems." This report addresses the fourth PICC kit.